Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. During inspection the rotating male luer lock was found cracked. The customer complaint is confirmed. The potential root cause could be related to a lack of compatibility of the luer lock with alcohol or another assembled component. The potential root cause could also be related to improper use by the customer where they exerted too much force on the assembly or applied too much alcohol to the connections causing breakage. An internal investigation was opened to determine the exact root cause. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) sampling visual inspection is performed for rotating luer lock at incoming inspection area. The batch review could not be performed as the affected batch was not provided.

Event description:
The following has been reported: nurse reported: "patient had ivf with sodium bicarb running. Rn needed to unhook temporarily to administer another medication. After the other medication was infused she went to hook the ivf back up and when connecting the tubing to the microclave the plastic collar on the tubing cracked. Patient harm: no. Stopped active infusion: yes. Drug used: sodium bicarb. Action taken: replaced tubing. Sample available: yes. A preliminary review identified the following issue: administration set breaks (any part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.